Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her health care provider gave her medicine. Customer's blood glucose level was between 250 mg/dl and 450 mg/dl. She called the day before because, the insulin pump kept beeping due to a lost sensor. The insulin pump was not communicating with the transmitter. The customer was advised that the device would be replaced and agreed to return the product for analysis.